Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler with cycler set and the patient¿s peritonitis. However, there is no objective evidence that a liberty select cycler with cycler set malfunction or product deficiency was associated with this event. Based on the available information, the cause of the peritonitis cannot be determined. However, peritonitis is a well-known potential complication in pd patients which can be a result of many potential etiologies.

Event description:
It was reported that a peritoneal dialysis (pd) patient had an infection and the patient was placed on medication for two weeks. It was reported the patient was experiencing drain issues. Upon further follow-up, the patient¿s pd nurse reported the patient was experiencing abdominal pain and cloudy pd effluent. As a result, on (B)(6) 2019, the patient was seen in the outpatient pd clinic and a pd culture was obtained which yielded an elevated white blood cell (wbc) of 3840 and no organism growth. The nurse indicated the patient was treated with vancomycin 1500 mg and gentamycin 50 mcg intra-peritoneal (ip) on an outpatient basis and is recovering from the peritonitis event. However, the nurse stated the patient also had some fibrin (in the pd catheter) from the peritonitis infection which was causing some drain complications. Reportedly, the patient¿s pd catheter (not a fresenius product) was treated with cathflo and the patient reportedly continues pd therapy without further reported issues. The pd nurse reported the peritonitis event was not related to any fluid leaks or issues with fresenius device/product. The nurse stated the patient denied a breach in aseptic technique and therefore, the nurse was unable to identify the cause of the peritonitis infection.